Event description:
The customer reported via phone call that she had her dinner late and her blood glucose was 317 mg/dl. Customer stated that since (B)(6) 2015 her blood glucose has been elevated. Customer had a headache and did not feel well. Customer has been treating via the pump to regulate her blood glucose. Customer stated that she had a problem with trying to get the battery cap off. Customer reported that the pump was damaged. Customer's blood glucose was 411 mg/dl at the time of the incident. Customer also felt tired and dizzy. Customer treated with the pump. The pump passed the high pressure test and the customer was advised to do a complete set change. Customer was advised that the pump was working as it should and to consult with her doctor about her recent high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.